Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer of a transistor within the mixed mode integrated circuit. This anomaly caused a high current drain, which over time resulted in the device going into safety mode. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had been hospitalized multiple times for congestive heart failure (chf) and ended up in the emergency room due to dizziness. Remote interrogation of this device revealed the device had gone into safety mode. Pacing inhibition was observed which resulted in a 5.2 second pause. The caller stated that he moved the surface electrodes as one was right over the device and the oversensing stopped. A boston scientific technical services consultant informed the caller that the device reverts to unipolar sensing and pacing in safety mode so oversensing may still occur. The device was explanted and replaced. No additional adverse patient effects were reported.